Event description:
The consumer reported receiving burns to her shin from the heating pad. The burn blistered so she went to the doctor. Burns of this nature are caused by the consumer placing the heating pad between themselves and an object. This is contrary to proper use instruction.